Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had residual 3.0d myopia after surgery. The lens was still in patients eye. The doctor was concerned that the information on the product's label might be incorrect. No more further information received and stated that, the iol was replaced during a secondary procedure with 14.0 diopter.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received, following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received. And stated that, the iol was replaced, during a secondary procedure with 14.0 diopter. It was reported, that a 17.0 lens was exchanged for a 14.0 lens, due to residual 3.0d myopia. After surgery. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome. Trying to achieve a desired target, when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.